Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump and pump error alarm. Customer reported insulin pump was not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged blank display, critical pump error (open book image) alarm and insulin pump error alarm found on (B)(6), 2022. The insulin pump powered up properly after battery installation. No critical pump error (open book image) alarm¿noted during boot up. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. The insulin pump was monitored for several days, and no blank display noted. No unexpected critical pump error (open book image) alarm and insulin pump error alarm ¿noted during the testing. Successfully downloaded history files and traces using thus.¿power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6), 2022 05:33:39.000, 05:44:17.000, 06:13:06.000, 06:22:05.000, 06:32:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6), 2022. 05:51:04.000, 05:51:14.000, 06:13:33.000, 06:13:44.000, 06:33:23.000, 06:33:34.000 and insulin pump error alarm was recorded and found in the formatted history file on: (B)(6) 2022:50:47.000, 06:13:20.000, 06:33:04.000. Earliest power data available per the power management tool/detail trace file is on (B)(6)2022 at 1:50:00 am. There was no power data available for the event date of (B)(6), 2022. From 05:33:39.000 to 06:33:04.000. Unable to check power data for power loss alarm and insulin pump error alarm. Per r&d engineer, there was no evidence of the critical pump error (open book image) alarm in the comlink3 logs and traces. However, insulin pump error was generated since vcc voltage (3.525v) was above the limit (3.450v). Suspecting the hw. The insulin pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electrical board force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case, a serial number label fading and a end cap address label missing. Blank display and critical pump error (open book image) alarm were not confirmed. Insulin pump error alarm was confirmed. Insulin pump error alarm, suspecting the hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.